Manufacturer narrative:
Continuation of medical devices: 4968-35 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were observed on the lead during implant and had increased. The device was reprogrammed, and impedance and sensing are now within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.